Event description:
A caller reported receiving an error message of ¿scan again in 10 minutes" after 6 days of wearing the adc freestyle libre 2 sensor. As a result, the customer experienced a symptom of sweating and came almost close to collapsing. It was further reported the customer self-treated with biscuits and then received sweet foods from a third party as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre 2 sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. Clinical data was reviewed and confirmed that freestyle libre 2 sensors continue to be safe, effective, and perform as intended in the field. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving an error message of ¿scan again in 10 minutes" after 6 days of wearing the adc freestyle libre 2 sensor. As a result, the customer experienced a symptom of sweating and came almost close to collapsing. It was further reported the customer self-treated with biscuits and then received sweet foods from a third party as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.